Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approx. 42 months this lead was explanted. Furthermore it was observed that the lead showed damage located at the proximal site, near the connection.